Event description:
Needle broke off in stomach [medical device complication]. Case description: report received from eli lilly pharmaceuticals: this spontaneous case, reported by a pharmacist from the united states as "needle broke off in stomach", concerns a male treated with a novofine 30 disposable needle and a humalog pen (insulin lispro disposable insulin delivery device) for diabetes mellitus insulin-dependent. On an unspecified date in 2006, the patient noticed that the humalog pen was leaking from the needle after withdrawing it from the injection site. The man suspected that he did not receive his full dose so he altered his injection technique for subsequent injections by pressing down on the dose knob several times while the needle was beneath his skin. While utilizing this technique during one particular injection, the novofine 30 needle broke off in his stomach, which required a trip to the emergency room (ER). The ER physician was initially unable to locate the needle, so an x-ray was performed. The physician numbed the site, performed a one inch incision and searched for approx 20 minutes before removing the needle. The event resolved via surgery, which was performed. The hospital kept the needle that was removed, but it is unk if the hospital discarded the needle or not. The patient discarded the needle hub from the broken needle. It was reported that the patient does not re-use his disposable needles or store the humalog pen with the needle attached. The man told the pharmacist that he waited a "few seconds" after injecting before withdrawing the needle from the skin. The pharmacist stated the humalog pen label instructs the user to complete the injection and continue to hold the injection button firmly while counting slowly to five. The pharmacist stated this may explain the patient's observation of the pen leaking. Non-coded product: humalog pen. The patient recovered from the incision on an unspecified date in 2006. The patient has been off insulin lispro and insulin glargine for the past two weeks as per physician consultation. Comment: reporter casuality: unknown.

Manufacturer narrative:
Frequency statement- novofine 30 needles. Based on review of historical data from the past 24 months, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.